Event description:
It was reported that a spectrum infusion pump was alarming 'door not fully latched'. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce 'the door not fully latched' alarm. Eval found a failed lower hook switch to be causing the reported symptom. The lower auxiliary assembly (including the hook switch) was replaced to correct this condition.